Event description:
Report of hydrogen peroxide contact. After a completed cycle, a few drops of liquid were observed inside a peel pouch. The item was removed from the peel pouch. The employee washed her hands and went to lunch. Ten minutes later, the employee reported whiteness, pain and swelling of her left pinky finger. She also noted whiteness on her right hand thumb, pointer finger, and middle finger. She went to the ER where they drilled into her swollen pinky finger to release the swelling and irrigate the nail bed. She was prescribed bacitracin ointment and a pressure dressing was placed. Upon follow-up, the employee reported that she only had bruising remaining. The customer declined a service visit stating to the field service engineer that they feel that incident was completely dry before processing.